Event description:
It was reported that during t2 recon nail surgery, the surgeon placed k-wire into the patient's bone. The surgeon found that the k-wire was damaged when inserting with the one step conical reamer. Thus the metal shavings might be in the patient.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.